Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would resume insulin and the remainder of the bolus would be delivered. The customer's blood glucose level was not impacted.